Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a meter memory issue with their onetouch ping meter. The meter displays results in it's memory with a date in the future. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.